Manufacturer narrative:
The pad device was installed by the user on (B)(6) 2011 and appears to perform as expected until (B)(6) 2011. Initially the device failed to communicate to the pc when plugged in. Investigation of the device revealed that the connection of the red usb cable had become loose in the device. This is considered to have happened after dispatch. The pad pak, which contains the electrode and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The device malfunctioned because there was a part loose inside the device.